Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specs. However, damages sustained at the level of the silicone sealing cap (which covers the set-screws) revealed that screwing/unscrewing operations did not take place correctly. These difficulties encountered during screwing/unscrewing were able to cause an incorrect electric continuity between the lead and the stimulator, and consequently compromised stimulation and/or capture. Therefore, it is important to note the screwdriver slot position for the symphony model: the ventricular screwdriver slot is positioned above the axis of the ventricular lead connector pin and the atrial slot is positioned below the axis of lead connector pin. This position is indicated in a diagram included in the physician manual. Changes in the design of the silicone sealing cap were taken into consideration for the next generation of cardiac stimulators in order to facilitate the visualisation of the slot during the implant procedure.

Event description:
Reportedly, during the implantation procedure, it was impossible to screw the lead on the atrial side of the pacemaker. The pacemaker was not implanted, and it was returned with the screwdriver for analysis.